Event description:
It was reported that the right ventricular (rv) lead exhibited a slow, steady rise in impedance to high levels. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow, steady rise in impedance to high levels. The patient will continue to be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was possibly fractured. The lead was capped.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Alerts: lead alert for rv z > 3000 ohms presented on programmer. Impedance/high impedance: rv lead impedance 300-400 ohms prior to (B)(4)-2012. Steadily increasing over next 34 weeks, breaking 3000 ohms week ending (B)(4)-2012. Daily impedances > 3k ohms since (B)(4)-2012.